Manufacturer narrative:
Out of warranty repair.

Event description:
The customer reported that the ventilator went vent inop due to a pressure sensors failure. The customer reported the device was in use on a patient, but there was no patient harm reported. Failure of the pressure sensors during normal ventilation operation may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The hospital bio-med replaced the data acquisition pcb board to address the reported problem. The bio-med stated that applicable final testing was performed and the unit passed all test.